Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. Caller stated that he was checking out this rental unit that was delivered to him and it's not functioning. He can power up the unit but, the only displays that are showing anything are the %it, hz, and the piston centering display. Everything else is blank. He also noticed, that there is no loss of ac alarm. He checked the 9volt battery and it's fine. They need a replacement for this unit. Will notify rentals to get him a replacement.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on information documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. The following information concerning the evaluation of the device is a summary of the information documented by a cardinal health tech support specialist in response to a phone conversation with (third party service company) representative. The (third party service company) service tech evaluated the device and was unable to reproduce the reported event. Thus, no root cause was determined. The (third party service company) service tech ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the rental pool ready to be placed into rental service.